Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07313. It was reported that the patient experienced ineffective therapy. Reportedly, patient had multiple falls prior to experiencing ineffective therapy. X-ray confirmed that one of the leads has migrated. Additionally, impedance test showed high impedance on one of the leads. As such, surgical intervention may take place at a later date to address the issue.